Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient's parent reported that the patient had experienced a medical emergency and was admitted to the ICU in a comatose state. The parent indicated that the incident may have been linked to inaccuracies but declined to provide further details. The patient was diagnosed with diabetic ketoacidosis (dka). Due to the urgency of the situation, the parent provided limited information at the time of the initial report. Bg or cgm values were not documented, although concerns regarding cgm accuracy were noted. When offered a follow-up call, the parent declined and stated she would initiate contact at a later time. On (B)(6) 2025, the parent called back referencing the same event. When asked to provide additional details, the parent again declined to answer any questions and solely requested a replacement. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.